Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation came off of the hemopro jaws and fell into the pt. The harvester was able to retrieve the insulation through the original incision using the hemopro device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product isn ot returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issues with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).